Manufacturer narrative:
The visual inspection of the customer returned central processing unit (cpu) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) printed circuit board assembly (pcba) into a fi ventilator to duplicate the reported issue of back up alarm failure ( error code 1104). The fi technician identified the back up alarm failure ( error code 1104) was caused by a failure in the ls1.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021.

Event description:
The customer reported a ventilator experienced a backup alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by the customer and philips field service engineer (fse) who confirmed the reported issue. The fse replaced the main board central processing unit (cpu), the power management board, and motor control board to resolve the problem. The unit was reported to have been repaired. No other abnormalities were reported.